Manufacturer narrative:
(B)(4). Device evaluated by MFR: the jetstream xc- 2.4 atheterctomy catheter was returned along with the thruway guide wire (wire was received outside of the device). Blood was present inside the device and on the guidewire. The shaft, tip and blades were microscopically examined and found no damage or irregularities to the device. The returned wire was inserted into the tip of the jetstream device and resistance was felt about an inch and half proximal of the tip; the wire would no longer advance. The tip and control pod were moved to dissect the outer shaft to inspect for any damage to the wire lumen. When the shaft was dissected, it was noticed that the drive coil liner was damage due to the drive coil being separated/damaged, causing the liner to protrude into the wire lumen. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the device became stuck on the wire. A 2.4mm jetstream ® xc atherectomy catheter was selected for an atherectomy procedure in the popliteal. While inside of the patient's body during the procedure, the device became stuck on the wire. Everything was then taken out of the body, a new wire was placed and a different device was used to complete the procedure. No patient complications were reported and the patient's status after the procedure was fine.